Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon receipt, the end cap was separated from the monitor, and the wires running from the computer/analog pca board to the auxiliary board were unplugged. The root cause of the damaged monitor was likely a result of excessive force. Once the wires were reconnected, the monitor was fully functional. No adverse event resulted from the disconnected cables. The pt received a replacement monitor.

Event description:
A (B)(6) male pt, called in to zoll lifecor customer support to report that the screen on his monitor is blank. The pt was provided with a placement monitor.